Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 1l80 and 4p53.

Event description:
The customer was questioning possible (B)(6) architect (B)(6) results. The patient had (B)(6) 2 years ago. Architect hbsag and architect hbsag qualitative ii were (B)(6). Pcr testing was (B)(6) for (B)(6) (54 iu/ml). There was no report of impact to patient management.

Manufacturer narrative:
The customer reported potentially (B)(6) for a patient sample tested with architect hbsag quantitative assay list 6c36-41, lot unknown. (B)(6) were also generated on the architect hbsag qualitative ii assay, 2g22-25 lot 49406lf00. No patient sample was available for return. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The architect hbsag quantitative assay reagent package insert was reviewed and was found to adequately address the issue. Additional information provided by abbott medical affairs: a group of patients with (B)(6) has been identified by sensitive, molecular testing for (B)(6). Members of this group are often referred to as having (B)(6) which is diagnosed when an (B)(6) is undetectable. (B)(6) occurs in a number of clinical settings and may represent acute infection in the window period, (B)(6), persistence of replication at low level after recovery in the presence of (B)(6), or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current (B)(6) assays h. W. Reesink et al. (B)(6) in blood donors. Vox sanguinis (2008) 94 , 153-166 michael torbenson and david l thomas. Occult hepatitis b. Lancet infect dis 2002; 2: 479-86 the investigation did not identify a malfunction / deficiency.